Manufacturer narrative:
The investigation has determined that discordant higher and lower than expected results obtained on multiple vitros assays when the customer was processing non-vitros biorad quality control fluids and patient samples, when using two different vitros xt 7600 integrated systems. The likely assignable cause of the event was user error. The customer was using a 70% solution of denatured alcohol and not using 70% isopropyl alcohol-in-water as recommended by ortho. As per vitros xt 7600 reference guide, cleaning solutions warning: sodium hypochlorite solution, bleach, ammonia, any ammonia-containing compound and any other oxidizing agents may be hazardous, may cause erroneous results, and may also corrode metal parts. Therefore, 70% isopropyl alcohol-in-water is recommended. Be sure to use no more than a 70% concentrated solution of isopropyl alcohol-in-water. It is critical that enough water be present to solubilize proteins. In addition, the two vitros xt 7600 integrated systems were located close to the siemens advia 2120 instruments which uses chlorine-based washing solutions. The washing of samples during sample processing on the siemens advia 2120 haematology systems is not contained and takes place open to the environment on the siemens instrument. Although not directly used on the vitros xt 7600 integrated systems, chlorine-based cleaners are known to have the potential to cause erroneous results on the vitros system. The ortho field engineer did report that vitros erroneous results were obtained when the siemens analyzer was processing at the same time. When the siemens analyzer was idle, the vitros results were as expected. The customer has been advised to move the vitros systems away from the siemens analyzers.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report discordant higher and lower than expected results obtained on multiple vitros assays when the customer was processing non-vitros biorad quality control fluids and patient samples, when using two different vitros xt 7600 integrated systems. Vitros xt 7600 integrated system (j1): vitros immunodiagnostic products anti-hbc reagent, lot 2780: patient 2 sample result of 8.60 (reactive) s/c vs expected result of <3.29 (non-reactive) s/c. Vitros immunodiagnostic products total psa reagent, lot 1490: biorad level 2 vitros psa result of 3.920 ng/ml vs expected result of 22.38 ng/ml vitros immunodiagnostic products b-hcg reagent, lot 4000: biorad level 1 vitros b-hcg result of 227.64 and 17.7 miu/I vs expected result of 6.13 miu/l biorad level 2 vitros b-hcg result of 251.34 miu/I vs expected result of 19.16 miu/l biorad level 3 vitros b-hcg result of 201.88 miu/I vs expected result of 408.99 miu/l vitros immunodiagnostic products rubella igg reagent, lot 2290 patient 5 sample result of 51.77 (reactive) s/c vs expected result of negative. Patient 6 sample result of 59.59 (reactive) s/c vs expected result of negative. Vitros xt 7600 integrated system (j2): vitros immunodiagnostic products b-hcg reagent, lot 4000: biorad level 2 vitros b-hcg result of 184.60 miu/I vs expected result of 18.84 miu/l biorad level 1 vitros b-hcg result of 17.70 miu/I vs expected result of 6.13 miu/l biorad level 3 vitros b-hcg result of 266.01 miu/I vs expected result of 408.99 miu/l biorad level 1 vitros b-hcg result of 120.20 miu/I and 25.10 vs expected result of 5.25 miu/l biorad level 3 vitros b-hcg result of 97.10 and 26.10 miu/I vs expected result of 392.13 miu/l vitros immunodiagnostic products nt-probnp ii, lot 0820 biorad level 2 vitros nt-probnp ii result of 2108 pg/ml vs expected result of 190.43 pg/ml biorad level 2 vitros nt-probnp ii result of 1877 pg/ml vs expected result of 190.43 pg/ml biorad level 5 vitros nt-probnp ii result of 2074 pg/ml vs expected result of 61.68 pg/ml biorad level 5 vitros nt-probnp ii result of 2024 pg/ml vs expected result of 61.68 pg/ml biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The discordant higher and lower than expected vitros results were from a non-patient fluid and patient samples. The results were not reported from the laboratory and there was no allegation of patient harm as a result of this event. This report is number two of two mdrs for this event. Two 3500a forms are being submitted for this event as two devices were involved. This report corresponds to ortho clinical diagnostics inc (ortho) complaint numbers 32240091, 32240145 and reportability assessment 605942.